Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint for damaged teflon pad coming off. The teflon pad was found deformed and partially detached from the jaw, exposing approximately 0.478 inches of metal underneath the pad. There was no damage found in the probe. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an unknown procedure, the teflon pad burned and fell off. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with another similar device.